Event description:
A user facility charge nurse (cn) reported that a hemodialysis (hd) patient experienced blood loss due to the malfunction of a 2008t hd system's hand crank, which prevented a return of the patient¿s blood. The cn revealed that approximately one hour and ten minutes into the patient¿s hd treatment, the 2008t machine alarmed (unspecified pressure alarm), and then abruptly shut off. The clinical staff attempted to remove the hand crank from the device in order to return the patient¿s blood; however, they were unable to extract the handle from the device. As a result, the extracorporeal circuit clotted, and the patient¿s blood was unable to be returned (estimated blood loss = 250 ml). The cn stated the 2008t system's malfunction (loss of power, and inaccessible hand crank) was what led to the patient¿s blood loss. The patient did not experience any immediate symptoms and completed their treatment after setting up a second 2008t machine with new supplies. Although the timeline of events is unclear, the patient was noticeably pale (poor pallor) and began to experience shortness of breath (dyspnea). The patient¿s hemoglobin was checked and found to be 5.8 g/dl, and following the completion of treatment the patient was admitted to the hospital for a blood transfusion. The patient remained hospitalized for 24-48 hours and was discharged home in stable condition. It should be noted that the patient suffers from graves disease and requires weekly blood transfusions (administered as an outpatient) due to the condition. No further event details were provided.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A user facility charge nurse (cn) reported that a hemodialysis (hd) patient experienced blood loss due to the malfunction of a 2008t hd system's hand crank, which prevented a return of the patient¿s blood. The cn revealed that approximately one hour and ten minutes into the patient¿s hd treatment, the 2008t machine alarmed (unspecified pressure alarm), and then abruptly shut off. The clinical staff attempted to remove the hand crank from the device in order to return the patient¿s blood; however, they were unable to extract the handle from the device. As a result, the extracorporeal circuit clotted, and the patient¿s blood was unable to be returned (estimated blood loss = 250 ml). The cn stated the 2008t system's malfunction (loss of power, and inaccessible hand crank) was what led to the patient¿s blood loss. The patient did not experience any immediate symptoms and completed their treatment after setting up a second 2008t machine with new supplies. Although the timeline of events is unclear, the patient was noticeably pale (poor pallor) and began to experience shortness of breath (dyspnea). The patient¿s hemoglobin was checked and found to be 5.8 g/dl, and following the completion of treatment the patient was admitted to the hospital for a blood transfusion. The patient remained hospitalized for 24-48 hours and was discharged home in stable condition. It should be noted that the patient suffers from graves disease and requires weekly blood transfusions (administered as an outpatient) due to the condition. No further event details were provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hemodialysis system, and the serious adverse events of dyspnea, poor pallor, and blood loss (ebl = 250 ml), which required hospitalization and the transfusion of blood. The cn reported the cause of the serious adverse events was the 2008t hemodialysis system¿s loss of power and inaccessible hand crank. High-priority or critical alarms always put the device into ¿safe mode,¿ which prevents the continuation of treatment and/or blood return. Based on the information available, the 2008t hemodialysis system cannot be disassociated from the serious adverse events. Given the temporal relationship of the serious adverse events, the cn¿s allegation of malfunction, lack of device evaluation/repair documentation, no definitive cause, and no manufacturer evaluation of the suspect device, this clinical investigation cannot exclude the 2008t hemodialysis system from having a possible causal or contributory role in the serious adverse events.